Manufacturer narrative:
(B)(4). The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis on (B)(6) 2012 with the following findings: the meter involved with this complaint failed testing. The meter was found to have spc pin lifted high. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultra2 meter was prompting for a blood sample after the sample was already applied. The complaint was classified based on the customer care advocate (cca) documentation. The patient claimed she was unable to check her blood glucose due to the alleged issue that began on (B)(6) 2011 at approximately 8 am. The patient reportedly manages her diabetes with an unknown type of insulin and it is not known if she made any changes to her usual diabetes management routine in response to the alleged issue. The patient claimed she became "sweaty and jittery" four days later on (B)(6) 2011 and self treated with food/drink at approximately 12 am on (B)(6) 2011. At the time of troubleshooting, the cca noted that the meter was not being used for the first time. The correct test strips were being used; the blood sample was completely drawn into the test strips; however, the reported issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k053529.